Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 600 mg/dl. Troubleshooting was performed and pump appears to functioning as expected.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.